Manufacturer narrative:
The product was returned for analysis and damage to the lens was observed. The device was returned loose inside the product carton. The lock-out assembly has been removed. No viscoelastic observed in the device, lens bay or nozzle. The plunger has not been activated; the device appears unused. The lens is present in the lens bay, the lens is split/cut into 4 pieces and is scratched/marked rejectable, solution is observed on all 4 pieces. We are unable to determine the root cause for the reported complaint " scratch or mark on optic, in & out ". The iol (intraocular lens) was returned in four segments, which is consistent with lens having been explanted. The product was subject to handling, and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratch or mark on the optic. The procedure was completed on same day. Additional information was requested and received stating that the lens was explanted during initial procedure. There was no patient harm. This report is associated with multiple complaints. This file is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.